Event description:
The peritoneal dialysis (pd) pt reported that he was admitted to the hospital on (B)(6) 2013 for one night due to peritonitis. Upon follow up with the pdrn it was determined that the pt's effluent was cloudy. The results of the culture test indicated that the organism found was streptomonas maltophilia xanthomonas. The pt was given vancomycin 2g every 5 days and bactrim double strength to treat infection. The pdrn stated the infection was seeded within the catheter. The pt's incorrect technique in regards to the catheter use is what caused the peritonitis. The pt discontinued using to cycler on (B)(6) 2014. He is now on hemo-dialysis. The pt is doing fine.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.